Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported ipg was unable to communicate with external devices. Patient also failed to charge the device, leading the ipg to be inoperable. As such surgical intervention took place wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.